Event description:
Pt had thyroid ca. They had a trach tube placed through the ca site. Rptr is 100 miles away. Presented to a small hospital 30 miles away in respiratory distress with significant airway bleeding. Pt was flown in to rptr. The air crew noted that pt was very difficult to bag, and when they pulled the tube back 1/2 cm, air issued from mouth. No other interventions to the airway were done. When arrived in ed, rptr saw a type of trach tube different from any rptr had seen. It felt silastic, with a spiral of wire -fine- embedded, perhaps 15 cm long, without a fixed/molded curve, perhaps 1 cm internal diameter. It was at about 5-6 cm at the neck. Efforts to advance the tube were unsuccessful. Bagging was indeed very difficult, with significant resistance. Pulmonary came in to help. They were unable to pass an endoscope down this tube, nor could they establish an airway through the remnants of the vocal cords. Eventually, rptr used an airway bouge to curve the tube caudad and advanced it over the bouge. With this step, ended up with the tube in the esophagus. Rptr was able to slide another tube past the first -5.5, standard, cuffed- and establish an airway. The prior tube was removed without incident. Pt quickly improved and, an hour later, was asking for food.